Manufacturer narrative:
No departures from standard operating procedures were noted during manufacturing records re-review that would negatively impact the bovine pericardium membranes manufactured from lot nz16200116. Rti/tmi has distributed 325 membranes for the lot. There are no related complaints for the lot there are 8 related complaints for the same product code 97002. According to records re-review serial ID (B)(4) met rti/tmi's specification 97200 (B)(4).

Event description:
The patient underwent augmentation with copios in right lower jaw. The copios was reabsorbed and did not integrate into the bone.